Manufacturer narrative:
The investigation for the pump did not start has been completed. No product was returned for analysis. The data logs confirm placement signal not reliable with a drop in snr and other 5s characteristics following the pattern of a damaged sensor failure. The root cause of the optical signal issue was due to a damaged sensor from shockwave interaction. The device was not removed due to failure. The instructions for use for theimpella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ corrections to the initial MFR report:

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. During shockwave, waveforms on automated impella controller (aic) were not detectable, percutaneous coronary intervention (pci) successfully finished without any harm for patient - uneventful explant of impella.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-17496. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. E4 should have been left blank in the initial report. G1 reporting contact email updated.